Manufacturer narrative:
Unit passed displacement test, selftest, and active current measurement. Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump's charge battery lasted less than it should around 8 to 10 days. The customer's blood glucose value was unknown. The device will be returned for analysis.